Event description:
No additional information.

Manufacturer narrative:
To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality team. Unfortunately, the physical sample could not be located despite the shipment tracking noting the sample as delivered. However, the picture samples provided were determined sufficient for a thorough analysis. Through examination of the pictures, the tip of the syringe was observed burnt. A device history record review was completed for provided material number 306575 and lot number 4212821. The review revealed a quality notification during the production process that was raised for burnt syringe tip. The total amount of product put on hold was scrapped after identification; however, per this report, the segregation process was not correctly performed. Burn marks are discolorations, usually dark reddish-brown or black streaks, on the final molded part. This defect has several possible causes, but they all result from air being trapped in the cavities of the injection mold. During the injection process, air trapped inside the cavity mold is highly pressurized and becomes super-heated, scorching the plastic. The dark color is the burnt front edge of the flowing plastic. This defect may occur randomly depending on several molding factors, but it does not involve any quality or health issues, nor does it affect the product performance. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd posiflush-sp has foreign matter at the luer tip the following information was provided by the initial reporter, translated from swedish dutch to english: one of our nurses has had 2 copies of posiflush as shown in the picture, a black ring at the opening of the syringe? Never seen before, and we are wondering what it is. She did not use the syringe but took another instead. Do you know about this and what it is about?